Event description:
It was reported that the patient thought her pump was not running and not sure for how long. She was able to switch to the backup pump and resume medication. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device. The device was received for evaluation. No labels were removed and the syringe port was damaged on the rear housing. The root cause of the damage could not be determined. The device was repaired and passed all functional testing.